Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of receiving a motor error alarm. It was also reported that customer received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer states insulin "squirt" out when attempted to prime and continued to drip after letting go of the act button. Customer states drive support cap was protruded. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump gave a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. No motor error alarms were noted. The motor was tested outside of the device and it passed. Unable to confirm the prime/fill anomaly due to the alarm. The pump passed the displacement, self test, and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was received with a cracked reservoir tube lip and minor scratches on the display window. No moisture damage was noted on the electronics assembly.